Event description:
A pt service representative (psr) called zoll customer support to report that a (B)(6) male pt's electrode belt gelled while trying to perform a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel leak) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were bent. The rear 1 therapy electrode (te) was gelled. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting the electrode belt to the pt's monitor. The root cause for the gelled te was the bent trunk cable connector pins. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.